Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not power on at all. A new battery was inserted into the insulin pump but the device alarmed battery out limit. The patient's blood glucose at the time of incident is unknown. The customer noted that the battery cap was completely flat where the battery contact was located. Troubleshooting did not occur since the customer did not have the insulin pump with him at the time of call. The customer was informed that he would receive a replacement battery cap; the customer was advised to call back for troubleshooting if the battery cap failed to resolve the blank display issue. The insulin pump was not returned for analysis.